Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited possible infection. Reportedly, the was patient complained of a large lump at the implant site and stated that the device was somewhat sticking up. As of this time, the crt-d with the right ventricular (rv) lead and left ventricular (lv) lead remains in service. No additional adverse patient effects were reported.